Event description:
Event was reported to caldera medical by an attorney. The patient has suffered abdominal/pelvic pain, infections, recurrence of stress urinary incontinence, pelvic organ prolapsed, bad vaginal discharge, and pain during intercourse. No further information has been provided.